Event description:
It was reported that this implantable cardioverter defibrillator (ICD) raised concerns of delivering inappropriate electric shocks due to an atrial-driven arrhythmia. Additionally, the patient reported a recent shock, however, ts confirmed there were no therapy delivery events stored in the arrhythmia logbook. The right atrial automatic threshold (raat) test was noted to be in programmed amplitude or suspended. No additional adverse patient effects were reported. This device remains in service.